Event description:
It was reported to medtronic minimed that the customer experienced lost sensor signal, placed a new sensor in, and kept saying the loss of communication. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-7040a. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-7040a.